Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported patient experienced a right side rupture, depression, "low energy levels and needed an iron infusion." Patient fears that they are "always sickly and would be at risk for breast cancer." The device remains implanted due to patient "recovering from a c-section" and "fragile mental health and extreme fatigue." Anti depressants were given to address depression. The events of depression and low energy are unrelated to the breast implants.